Event description:
It was reported that mode switch occurred due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that the ra lead exhibited cross talk sensing as t-wave oversensing (twos) was noted on the atrial channel. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.